Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient could not connect the patient programmer to the stimulator. They unplugged and plugged back into the programmer and pressed sync. They received the por message. When asked if they had any recent medical procedures or any high electrical magnetic interference, they responded the only thing they had been doing was riding a stationary exercise bike. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.